Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced hematuria and worsening incontinence. During evaluation, erosion of the cuff was identified, although no specific device malfunction was found. A surgical procedure was performed in which the device was removed. There were no further patient complications reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. A DHR and ship history review cannot be performed as the lot number was not available. The device instructions for use (IFU) was reviewed. The patient symptoms were found to be listed in the IFU. The reported patient symptoms are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced hematuria and worsening incontinence. During evaluation, erosion of the cuff was identified, although no specific device malfunction was found. A surgical procedure was performed in which the device was removed. There were no further patient complications reported.